Event description:
It was reported that implant of this inflatable penile prosthesis (ipp) was attempted but unsuccessful. The device was not used as it was perforated by a needle during the implant procedure. An alternate ipp was implanted. No patient complications were reported. The attempted product is not expected for return. A supplemental report will be filed should additional information received, or the device returned for analysis.